Event description:
We received an allegation of questionable inr results for 1 patient testing with coaguchek meter serial number (B)(4) while reportedly experiencing ongoing serious nosebleeds. The nosebleeds reportedly started in (B)(6) 2021. The patient¿s therapeutic range is reportedly 2.5 ¿ 3.2 inr. On (B)(6) 2021 the result from the meter at approximately 8:25 p.m. Was reportedly 3.0 inr. On (B)(6) 2021 at 2:00 a.m. The patient reportedly went to the emergency room (ER) for a nosebleed and the laboratory result was reportedly 4.2 inr. The patient¿s nose was reportedly packed with a balloon and he was given (B)(6) as a preventative measure to prevent infection. The patient reportedly experienced a reaction between the warfarin he takes normally and the (B)(6) and his kidneys "almost shut down" causing liver problems. The patient was reportedly in the hospital until (B)(6) 2021. Since being released from the hospital, the patient has reportedly continued to experience intermittent nosebleeds. The cause of the nosebleeds has not been determined. The patient¿s ear, nose and throat (ent) doctor has reportedly cauterized his nose, but it has continued to bleed. The results from the patient¿s log book leading up to the event on (B)(6) 2021: on (B)(6) 2021 the meter result was 2.6 inr. On (B)(6) 2021 the meter result was 2.6 inr. On (B)(6) 2021 the meter result was 2.6 inr. On (B)(6) 2021 the meter result was 2.1 inr. No changes were reportedly made to the patient¿s warfarin dose based on any of these results. The patient is currently feeling very good. The patient normally tests every 2 weeks but is currently testing every other day due to the ongoing nosebleeds. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation, however, the test strips from the time of the event are no longer available. No product has been received at this time. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.